Manufacturer narrative:
No product was returned for eval. The lot device history records were reviewed and show that all requirements were met. Based on all info, no root cause can be determined and no conclusion can be drawn.

Event description:
A female pt experienced a corneal ulcer in 2007 in the right eye. She presented at the hosp with a corneal abcess less than 3mm from the center of the cornea and with neovascularization of the entire cornea. She was hospitalized and treated with antibiotic eye drops. No corneal sampling was done but staphylococci were detected on the contact lens and the lens case. The pt recovered completely with no scarring and with no impact on visual acuity.